Event description:
It was reported that the system had a touchscreen failure and would not allow the system to function. The fse discovered that the fuse would intermittently open causing the failure and the system would immediately shut down. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.